Event description:
It was alleged that the insulation surrounding the instrument hook came off. The sterilization dept removed the instrument from service after noticing the insulation was missing. The 2002 incident date corresponds to the date when burn marks were first alleged to have been noticed on the instrument. Since the scalpel cautery instrument still functioned, the site continued to use the instrument until 2 mos after the event date when the insulation was noticed as missing. No pt harm, adverse outcome or injury was reported.